Event description:
It was reported prior to use, the cardiosave intra-aortic balloon pump (iabp) made a high pitched sound and the screen was black. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site name shortened due to character limitations. Complete name is (B)(6)medical ctr.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was being reported prior to use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "high pitched noise" and "black display". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had evaluated the device and confirmed the reported complaint. Then the fse had observed the fault code f0 on executive processor during power. Actually, this reported issue occurred intermittently while on site due to which the fse had replaced the "d670-00-0770"- pcba, executive processor as a precautionary measure due to the intermittency of the issue. After that the fse had installed b.17 software. Then the device had passed all the functional and safety tests according to factory specifications. Then the device had passed all the functional and safety tests according to factory specifications. Then the device was returned to customer. There is no involvement of the patient during this incident.the failure analysis and testing dept. Received part number 0670-00-0770 rev. S, serial number (B)(6) , with a reported unit failure of a high-pitched noise and black display.the fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Machine would not boot up and ended up having the high pitched alarm.fat verified the reported failure but no root cause identified.sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq.the failure analysis and testing dept. Received part number 0670-00-0770 pcb, exec processor serial number (B)(6) from the supplier.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.fat verified the reported failure but no root cause identified.sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq.the failure analysis and testing dept. Received pcb, exec processor serial number (B)(6) from the supplier.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the supplier performed an in circuit test, and functional testing with test results passing for both tests.no abnormalities were detected.the supplier could not replicate the failure of a high pitched alarm and blank display.the board passed testing.the failure analysis and testing dept. Installed pcb, exec processor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r.when the cardiosave was booted up, and self test was completed, the unit did alarm with a high pitched alarm.also code #10 was observed on the display.the fat did not observe a black display.please note: when a exec processor board is installed onto a cardiosave,. The helium regulator must be calibrated.when the helium regulator is calibrated. The unit is shut off and turned back on. The high-pitched alarm is not heard and code #10 is not displayed.this is normal operation of the cardiosave.the board passed testing.retaining the board in the fat per procedure number 0002-07-d008 rev.aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).